Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as red and bumpy, itchy and chaffing. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a otc cream and aquaphor for the skin irritation. The physician stated it was a allergic reaction. Follow up indicated that the skin irritation improved.